Event description:
Vvir pacemaker was inserted 6/1995 for complete heart block. 4/9/1997 pacemaker check in office showed impedance of infinity suggesting a lead fracture. On 4/10/97 pacemaker was removed since old one was four years old and a new generator was implanted. New pacemaker wire was also implanted. (Chest-x-ray showed fracture of ventricular lead-old one) pulse generator model #5427. Ventricular lead which was determined fractured. Model #4003m-5z.